Manufacturer narrative:
This complaint is from a study. The target lesion was the proximal left anterior descending (lad). The vessel was de novo, concentric, tubular, moderately calcified and bifurcated. The diameter of the vessel was 2.47mm and the lesion length was 6.51mm. Pre-procedure stenosis was 71%. Aha/acc classification of the vessel was type b2. It was an elective case. Radial approach was chosen for the procedure. Pre-dilation was conducted with a 2.5 x 20mm balloon at 8 atm. Inflation time was unk. A 3.5 x 18mm cypher was implanted at 14 atm for 16-30 seconds at the target lesion. Post-dilation was not conducted. Timi flow before and after the procedure was 3. The residual % of stenosis was 0%. Ivus was conducted. Approximately nine months later, follow-up coronary angiography was conducted and the implanted cypher was patent. Approximately one year later, the patient complained of chest pain. Coronary angiography was conducted and restenosis was observed from the distal edge of the cypher stent to the distal lad. There was 75% stenosis at the mid lad and 99% stenosis at the distal lad. To treat the mid lad, pre-dilation was conducted with a balloon (size unknown) at 8 atm for 20 seconds. A 3.0 x 18mm cypher was implanted at 16 atm for 30 seconds overlapping the initially implanted cypher. Post-dilation was not conducted. The residual % of stenosis was 0%. To treat the distal lad, pre-dilation was conducted with a balloon (size unknown) at 8 atm for 20 seconds. A 2.5 x 18mm cypher was implanted at 12 atm for 30 seconds. Post-dilation was conducted with a balloon (size unknown) for 20 atm for 30 seconds. The residual % of stenosis was 0%. At the same time, the postero-lateral branch was treated. Pre-dilation was conducted with a balloon (size unknown) at 8 atm for 20 seconds. A 2.5 x 18mm cypher was implanted at 12 atm for 30 seconds. Post-dilation was not conducted. The residual % of stenosis was 0 %. This device (lot i0405114) is distributed outside the united states; however it is similar to the united states product. The product remains implanted in the patient and is not available for analysis. Additional information will be submitted within thirty days upon receipt.

Event description:
The patient had restenosis in an implanted cypher stent.